Event description:
The pt was implanted with a vented electric left ventricular device (lad). It was reported by the vad coordinator (of the pt's hospital) that the pt's wife heard an alarm the evening of the event. The pt was at home and sleeping at that time. When the pt's wife checked on the pt she found him unconscious with a red heart alarm, and proceeded to hand-pump until the ems arrived. Ems found the pt asystolic and brought him to a local hospital, which was three hours away from the pt's hospital. The pt never regained consciousness and expired. The emergency room doctor notified the pt's cardiologist. The pt was then transferred to his hospital and an initial autopsy was performed. The results of the initial autopsy indicated that the death was probably due to a cerebral bleed.